Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned in a deployed condition. The stent delivery wire (sdw) was returned separately for analysis and was no longer present inside the introducer sheath. The sdw was severely kinked/bent at the distal end of the wire and there were several other kinks/bends back along the length of the wire. The introducer sheath was also returned for analysis and there was no visible damage to the distal tip. However, when measuring the internal diameter (ID) of the sheath, there was slight resistance noted when passing a 0.0160" patency mandrel through the distal section of the sheath. The stent was deformed and stretched along its length, and it was broken/fractured in the middle and near the distal (open cell) end. The 3 marker bands were present on both ends of the stent. The functional inspection was not required as the event was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent difficult/unable to advance or pullback through catheter could not be replicated as the stent was returned in a deployed condition. The second event of the stent deformed was visually verified. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported 'when delivered the stent to go through microcatheter resistance was encountered. So the operator withdrew the microcatheter and stent out together and took the stent out from the microcatheter to find it deformed. Then replaced the stent with another stent to go through the same microcatheter to finish the procedure. No impact to the patient'. The stent was returned for analysis in a deployed condition. The stent was significantly deformed towards the distal (open cell) end. In addition, the stent was broken/fractured in 2 places. There was deformation (kinks/bends) noted along the length of the stent delivery wire and also at the distal end of the wire. The introducer sheath was inspected and appeared undamaged but there was slight resistance noted when performing a patency test when checking the ID of the sheath. This resistance was noted near the distal tip of the sheath. Given the event description and the condition of the returned stent, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement). The user will then experience increasing resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. Based on the review of all available information, an assignable cause of procedural factors has been assigned to the reported events of stent difficult/unable to advance or pullback through catheter and stent deformed and to the analyzed damage of stent deformed, stent broken/fractured during use, sdw kinked/bent, and stent introducer sheath distal tip damaged as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis, and it was discovered that the stent was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.